Event description:
During a follow-up, noise that led to oversensing, and high pacing impedance was detected on the right ventricular (rv) lead. The suspected cause to the event is due to insulation damage that was noted visually during the replacement procedure. The rv lead was capped and replaced to resolve the event.